Event description:
The customer reported that he had a doctor's appointment today, and his doctor felt that the insulin pump was delivering too much insulin. The doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.